Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the cleaning tube was used in the case without realizing that it had been disconnected because the user facility neglected to check whether the tube was disconnected when the scope was removed. The cause of the disconnection is thought to be that the cleaning tube became loose at the lock due to deterioration of the tube, causing it to come off in the process. The event can be detected/prevented by following the instructions for use (IFU). Specifically, IFU operation manual ¿3.3 inspection of cleaning tube and air supply tube for leak detection¿ ¿4.11 extracting the endoscope¿ maj-1500 operation manual ¿7 preparation and inspection¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor (oer-3) was used to reprocess a gastrointestinal videoscope (gif-xz1200) without the connecting tube attached to the videoscope and the videoscope was used on the next patient as is. The issue was found during reprocessing and there were no reports of delays or patient harm.